Event description:
It was reported that during a thr procedure, metal part broke off during impaction. All pieces were recovered and nothing fell into the patient or was left in the patient. No harm to the patient was recorded. S&n backup device available. No delay recorded.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The metal portion of the device fractured off and was not returned. The device exhibits signs of extensive wear/usage. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We will continue to monitor for future complaints and investigate as necessary.